Event description:
It was reported that a shaft break occurred. Prior to the procedure which was outside the patient, the 30mm x 2.75mm nc quantum apex¿ balloon catheter shaft was noticed to be broken. There were no patient complications for this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 15mm proximal of the distal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Prior to the procedure which was outside the patient, the 30mm x 2.75mm nc quantum apex balloon catheter shaft was noticed to be broken. There were no patient complications for this event.

Manufacturer narrative:
(B)(4).